Event description:
Physician attempted to insert central line using four different marked spring-wire guides. Each time he reported that the guide wire bent and it was difficult to remove. Taken from physician dictation: the seeker needle was introduced into the left subclavian vein without difficulty. Skin was nicked, dilator was passed over the guidewire via seldinger technique. I attempted to float a svo monitor. However, I could get the monitor in several times, but it would lock up on the guidewire, despite changing out the guidewire to an arrow guidewire.